Event description:
A reported incident involving a Spinning Spiros Closed Male Luer, Red Cap, Spiros connector failed during a Blincyto (blinatumomab) infusion. The Spiros was observed to have become disconnected from the tubing connection site. The patient's caregiver reported that the connector "fell off." Attempts by the nurse to reconnect the Spiros were unsuccessful, as the connector continued to rotate and would not attach to the tubing luer lock. The event occurred during therapy. There were no reported patient involvement and no injury or adverse event reported.

Manufacturer narrative:
Device has not been returned to Manufacturer. A supplemental MDR will be filed when additional information becomes available.